Event description:
In 2008, the patient reported that she has experienced 2 episodes of elevated blood glucose this week and she believes it is due to her infusion sets. She stated that when her blood glucose is elevated, she changes the infusion site and her blood glucose decreases. She stated that her blood glucose has been as high as 209 mg/dl in a fasting state and her normal blood glucose level is less than 120 mg/dl. She stated that she attempts to lower her blood glucose by bolusing, but her readings remain above 180 mg/dl until she changes the infusion site. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.